Event description:
It was reported by the patient that the carelink monitor is unable to complete the send phase of the remote transmission. The monitor remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the carelink monitor is unable to complete the send phase of the remote transmission. The monitor was returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon secondary review, this event is not reportable and the previously submitted report is being redacted.